Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient suffered severe and permanent bodily injuries, discharge, chronic yeast infections, incontinence and abdominal pain. The patient also experienced pain and suffering. All other information is unknown and unavailable.